Manufacturer narrative:
(B)(4) stent difficult to remove. (B)(4) stent retrieval loop broken. (B)(4) stent positioning/placement problem. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary stent rmv was implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, the stent was implanted to aide the removal of stones in the bile duct. Reportedly, the patient¿s anatomy was not tortuous. On (B)(6) 2015, during a planned stent removal, the physician attempted to remove the stent; however, the retrieval loop broke and the stent was difficult to remove because the stent was deployed too far within the duct. The physician successfully removed the wallflex fc biliary stent with the use of a snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Reporting was required because the device is only sold ous but is similar to the m0070520 that is sold in the us.

Manufacturer narrative:
A wallflex fully covered biliary stent rmv was received for analysis. Visual examination of the returned stent found that it was damaged, with wires pulled at one end and a stent wire broken at the retrieval loop end. The damage identified during the product analysis were consistent with those occurring during stent removal from a patient. The noted damage were likely due to procedural or anatomical factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary stent rmv was implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, the stent was implanted to aide the removal of stones in the bile duct. Reportedly, the patient¿s anatomy was not tortuous. On (B)(6) 2015, during a planned stent removal, the physician attempted to remove the stent; however, the retrieval loop broke and the stent was difficult to remove because the stent was deployed too far within the duct. The physician successfully removed the wallflex fc biliary stent with the use of a snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Reporting was required because the device is only sold ous but is similar to the (B)(4) that is sold in the u.s.